Manufacturer narrative:
(B)(4). Batch #: unknown. Mw5091771. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can pertinent medical records be provided? Can we have your permission to contact the surgeon?

Event description:
It was reported during a colorectal surgery; colorectal surgery ended with a complete rupture of the bowel and left me in hospital for 49 days and more surgery to rectify the problem. I was told by the surgeon that it was not a leak but the bowel being completely separated.